Event description:
The patient (pt) reported they stopped using the device 4 years ago because it was a hassle to recharge, and patient was getting pain relief by getting massages a couple times each month. Device is likely in overdischarge. Technical services(ts) reviewed getting eligibility from healthcare provider (hcp). Also reviewed physician recharge mode may be needed if MRI facility has to confirm that implant is off with equipment. Pt called back stating already documented information. Pt was wanting to know if they could get a rep to come to the hospital to see them. They were in a car accident on friday and needed an MRI. Agent provided nas phone number and redirected to hcp. On (B)(6) 2025 the patient reported the implant could not be charged, and they wished there was an easier way to charge the device. Patient repeated it was a pain to charge. The patient reported they are sure the battery needs to be replaced, but does not have the finances so they guess nothing will be done. Patient reported they needed an MRI because they were in a really bad car accident but they were not able to do the MRI.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.